Event description:
It was reported this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4, slightly rotated heart and a dilated left atrium. It was noted that imaging was difficult. The first mitraclip device was inserted and had achieved a good grasp, however the clip failed establishing final arm angle (efaa) several times. It was decided to remove the clip from the patient. The second mitraclip device was inserted and positioned and passed efaa. Upon detachment, the clip was noticed to open from approximately 20 degrees to 30-35 degrees. A third clip was prepared and deployed. Two clips in total were implanted reducing mr to a grade of 1.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
All available information was investigated and the reported clip open during efaa was not confirmed via returned device analysis. The reported poor image resolution could not be replicated in a testing environment as it was related to procedural conditions. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. The investigation was unable to determine a cause for the reported clip open during efaa. The reported poor image resolution was associated with difficulty imaging. There is no indication of a product issue with respect to manufacture, design, or labeling. Imaging review: three (3) fluoroscopic still images were provided. The first image (titled "img_2806") shows a cds with the delivery catheter (dc) shaft extended and the clip attached to the l-lock shaft; presumably, this is the second cds used during the procedure reported for post deployment cowl (cds0706-xtw, lot 40214a3080). The clip appears to be in a fully closed position of ~15° - 20° which is achieved prior to deployment per the instructions for use. The second image (titled "img_2807") and third image (titled "img_2809") show a similar instance taken during active use of the third cds (no reported issue) used during the procedure. In both images, the deployed clip (reported device) appears to have a clip arm angle of ~30° - 40°. While the angles stated in this evaluation are estimations based on visual assessment with the unaided eye and are not confirmed, it is visually apparent that the post deployment clip arm angle (second and third images) is larger than the pre-deployment clip arm angle seen in the first image. This aligns with the reported incident details that "the clip was noticed to open from approximately 20 degrees to 30-35 degrees" after deployment (mechanical separation). There are no other observations based on the images provided.